Manufacturer narrative:
This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. Signs of blood and clinical use were not observed. The glass window of the illumination port was cloudy white instead of transparent. No other nonconformance was observed during the visual inspection. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. The glass window was gently cleaned with water but the obstruction to the port remained. It was determined that the obstruction is on the inside of the scope. The reported complaint is confirmed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, lens was dark and blurry with poor quality image. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, lens was dark and blurry with poor quality image. A replacement device was used to complete the procedure. The hospital did not report any patient effects.